Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to an implant surgery. A stylet then became stuck in the left ventricular lead and was unable to be removed or repositioned. Lead had to be exchanged for another. Patient had no consequences as a result of the event.